Event description:
According to the reporter: occurred during a laparoscopic right hemicolectomy procedure. It was not possible to fire the staples from the loading unit, the device was blocked. The surgeon was able to press the green button but was not able to squeeze the handle. In order to resolve the issue and complete the case, used a new device. All the reported reloads experienced the same issue during this procedure. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five devices. Visual inspection noted that the first four reloads were pre-fired and engaged in interlock with the jaws open. The fifth reload was received fully fired. Functional testing of the reloads found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.